Manufacturer narrative:
Although it is unknown if the device led to the adverse event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: posterior open spondylodesis. Pre-operative diagnosis: spondylolisthesis. It was reported that on an unknown date, post-op, the screw broke. Fragment of the implant still remains in the patient. No additional surgery was performed due to this event. Patient was still with back pain.